Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-39, lot# n288090, implanted: (B)(6) 2011, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-p4, lot# n309333, implanted: (B)(6) 2011, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The healthcare provider and a manufacturer representative reported that the patient's lead and implantable neurostimulator (ins) were replaced for better pain relief and stimulation in a more accurate area. Prior to the replacement the ins was interrogated and impedance testing was done. During interrogation it was determined that the paddle lead had high impedances. There was nothing evidently wrong with the battery. The patient had a fall which they believed caused the device to not give them as much relief as it had previously. The paddle lead was cut at the proximal and distal ends during explant and was not salvageable. The patient was happy with their pain relief after the replacement. The patient's indication for use was spinal pain.